Event description:
It was reported that the right ventricular (rv) lead had a "product performance issue". Additional information was attempted be obtained, however, it was not available. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was suspected of high thresholds.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #the distal segment of the lead was returned and analyzed. The proximal conductor was fractured. The right ventricular (rv) lead defibrillation coil was exposed and kinked and buckled. The distal end of the electrode had a white substance. The helix was bent, pulled, stretched and overstressed. The insulation overlay was melted, and had cosmetic environmental stress cracking. The insulation overlay tubing was kinked and buckled and blood ingression was observed in the insulation overlay tubing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead 2005 (B)(6). (B)(4).